Event description:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that can`t be discharged and rfu window show ¿x.¿. There is no patient involvement. The asp reviewed the device error logs found the high voltage capacitor was out of specification. The high voltage capacitor was replaced, and the device passed all testing. The device was put back into service.